Manufacturer narrative:
. E3: occupation: ir lead tech the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The procedure was a gastrointestinal (gi) bleed embolization from the right groin with a 5 fr sheath. The procedure went well. Patient tolerated the procedure well. The doctor followed the guidelines for closure with the involved angio-seal device for delivery. When he pulled up on the device, the device had not set the anchor. The device looks like the anchor either never came out or it stayed straight and went back into the device. The patient had manual pressure for hemostasis and there was a very small hematoma post procedure. Otherwise, a good outcome to a gi bleed. No patient injury and/or require medical or surgical intervention. Blood loss less than 250cc's. The event occurred intra-operative. Additional information was received on 19 apr 2024: hematoma was the size of a golf ball. No intervention was necessary for the hematoma. The patient was stable, and the embolization was successful.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred which may have been caused by an obstruction to the distal tip during device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).